Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as the patient made a mistake. Twelve days after the onset, the patient began treatment with injection (inj) vancomycin (2 gm, frequency and route of administration not reported) and inj fortum (1gm, frequency and route of administration not reported) for peritonitis. Two days after treatment started, the patient was hospitalized for the event of peritonitis. The antibiotic treatment was ongoing at the time of this report and the patient was recovering from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.